Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was explanted after being in service for 46.2 months. The device paced the ventricle 100% of the time. The physician is concerned that the battery depleted prematurely. The physician elected to explant and replace this device with a similar device. There were no patient symptoms or complications reported.